Event description:
It was reported that the balloon was used in the tibia (off label use) and the balloon ruputured. The balloon could not be removed and a snare was used to retrieve the balloon. Reportedly, the patient is doing fine.